Event description:
It was reported that the screw portion of the restorative abutment has fractured. The implant remains implanted.

Manufacturer narrative:
Upon visual inspection it was noted that the top portion of the abutment that accepts the retaining screw has fractured. The abutment screw was not returned for evaluation; therefore the condition of the abutment screw could not be verified. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. (B)(4).

Manufacturer narrative:
Device not returned to manufacturer.